Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with ams via merlin.net transmission. The patient was not reported that be symptomatic. The patient had episode of atrial flutter that got undersensed it fell into blanking. Programming changes were discussed. No further information is available at this moment.